Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, while being attempted for an interrogation with two different programmers, triggered error codes and the interrogation was not performed. The device was checked with a magnet operation, and it was confirmed to be working appropriately. Since the cause of the problem was unknown on the spot, the physician in charge was informed. According to the technical services, the issue was originated due to a bit flip that caused an erroneous value for the lead configuration. The device can be interrogated via latitude communicator. However, this device can't be programmed, interrogated or performed in-clinic follow-up by any programmer. The pacemaker has been explanted at this time and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, while being attempted for an interrogation with two different programmers, triggered error codes and the interrogation was not performed. The device was checked with a magnet operation, and it was confirmed to be working appropriately. Since the cause of the problem was unknown on the spot, the physician in charge was informed. According to the technical services, the issue was originated due to a bit flip that caused an erroneous value for the lead configuration. The device can be interrogated via latitude communicator. However, this device can't be programmed, interrogated or performed in-clinic follow-up by any programmer. The pacemaker has been explanted at this time and has been returned for analysis. No additional adverse patient effects were reported.